Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed motor error and the batteries died. Customer stated that they were able to complete the rewind sequence. Customer also stated that the batteries only last a week. Customer's blood glucose reading at the time of the call was 121 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.